Manufacturer narrative:
Product analysis: the hex tip of the driver has been sheared off and is missing. This is consistent with overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the screwdriver broke off when trying to remove a screw during surgery. No fragments were remained inside the patient. Product came in contact with the patient. No patient complications were reported.